Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure the catheter froze on the guide wire. The 85% stenosed target lesion was located in the non-calcified left anterior descending artery (lad). A non bsc guide wire was advanced to the lesion along with a 2.5x15mm quantum maverick balloon catheter. The balloon was successfully inflated and then deflated and when the physician attempted to remove the balloon catheter it was noted that it was froze on the guide wire and the wire unintentionally came out of the lesion. The physician was able to remove the device from the patient and the procedure was successfully completed with the same guide wire and another balloon. No patient complications were reported and the patient's current condition is okay.